Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention may take place at a later date.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.